Event description:
It was reported that the pt was to have a laser coagulation of the prostate; however, the laser would not heat to 80 degrees so the procedure could not be performed. The pt had to undergo a turp procedure which required overnight hospitalization. The device will be returned for analysis.